Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc duplicated the reported phenomenon. Sorc found malfunction in the power supply unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the service record for the subject device and confirmed that the battery was replaced in (B)(6) 2019. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection, there is the possibility that the reported phenomenon was attributed to the malfunction of the power supply unit due to aging deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned the power on. It is unknown when the reported phenomenon occurred. There was no report of patient injury associated with the event.